Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Pump received with moisture damage in motor, vibrator, keypad and battery tube assembly. Failure analysis was unable to perform the displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime test due to blank display and constant tone. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported the insulin pump was vibrating and water was present on the insulin pump's screen. Customer's blood glucose was 290 mg/dl. Customer will be treating their blood glucose with a manual injection. The customer reported fluid was present under the lcd display. The customer also reported the insulin pump was splashed with water. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.